Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Analysis of the device image showed bvvi was caused by a power-on reset (por), which was due to low battery voltage as a result of a sharp drop in battery voltage. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, backup operation and no defibrillation therapy available on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.